Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative loading unit and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issue.

Event description:
According to the reporter, during a sleeve gastrectomy, while stapler was advanced through port, excessive torque may have been placed against trocar as the stapler was positioned straight and jaws placed on tissue. When the firing sequence began, the articulation went from the straight position to articulated. Staples formed properly and the jaws opened off of tissue. When the device was handed back to scrub tech, the reload would not unload. Upon articulating during trouble shooting, the device appeared straight when articulating left, and articulated when aligned straight. No patient harm or case delay was reported. Reload is being sent back, stuck on handle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on the (B)(6) 2017.